Event description:
Report received from u.s.a. Stating that the device had hose damage. The date of the event is unk. It is unk that the event did not occur during surgery. However, it is unk if there was any injury or medical intervention reported related to this occurrence. No additional info was available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).